Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that upon interrogation at normal generator change out procedure, noise oversensing and intermittent and high capture was observed on right ventricular lead. The lead was capped and replaced on (B)(6) 2019. There were no adverse consequences to the patient.